Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was out for a walk on (B)(6) 2018 and felt vibratory notifier go off so they came into the emergency room. The next day (B)(6) 2018 the patient was seen in the clinic and interrogation revealed non sustained right ventricular oversensing on the lead. Noise was reported, however the noise was not reproducible with isometrics. R-wave sensing was noted to be decreasing. An x-ray revealed that the lead had dislodged. The patient did report that he had recently started swimming three times a week and the physician felt it may be enough to further dislodge the lead to a point where it now sits near av groove. The lead was capped and replaced on (B)(6) 2018. The patient tolerated the procedure well and their condition was stable before, during and post procedure.